Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation of 7/18/09 and spoke with the patient/layperson on 8/3/09. The patient clarified and provided additional information regarding this complaint of inaccurate high blood glucose results followed by low blood glucose symptoms. The patient was diagnosed one year ago. Results are mg/dl, correct unit of measure. The patient alleged that for the past 30 days, code 25 or 22 test strips (various lot numbers) provided inaccurately elevated blood glucose results. Sometime in 2009 at 6am the patient's fasting blood glucose was 148 of glimepride. If it is below 150, no medication is taken. The patient elected to eat a "light" breakfast of only cereal since the result was "elevated" per the patient. One hour later, while still at home, the patient had cold sweats. His blood glucose on the meter was 65. The patient self-treated with juice. The patient also described having low symptoms in the middle of the night; he does not recall the date. The patient had taken his usual actosplus, 15/500 with dinner. He believes he also took 4 mg glimepride because his blood glucose was over 150. His wife woke up when he became restless, warm and began sweating. He became dizzy when he sat up. The patient's wife treated the patient with graham crackers and juice. After relating the information to his physician, he was advised to stop taking glymepride until his physician evaluates him at about 3 weeks later, at which time the physician plans to compare both the patient's and his own meter with the lab. A recent comparison between both meters was 130 (patient's) and 121 (physician's); variance is 7%, well within the expected <=30%. Nevertheless, the patient still doubted the product. Although the physician instructed the patient to stop glimepride, presumably due to low blood glucose, the complaint is reported since the patient reportedly developed a symptom that can be associated with hypoglycemia after the issue began. The products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.